Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a gastronomy placement procedure performed on (B)(6), 2010. According to the complaint, during the procedure, the connector between the hard and soft plastic fractured inside the patient, when pushing the device towards the outside. The physician retrieved the fractured piece with forceps. There was a delayed in the procedure while a new endovive standard peg kit push method was obtained. During that time, the patient went into cardiopulmonary arrest due to guillain barre and pulmonary infection. The patient was resuscitated and the new peg was placed. The patient remained hospitalized, following the procedure however, her condition is reported to be stable.

Manufacturer narrative:
Patient remained in the hospital for one month. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a gastronomy placement procedure performed on (B) (6) 2010. According to the complaint, during the procedure, the connector between the hard and soft plastic fractured inside the patient, when pushing the device towards the outside. The physician retrieved the fractured piece with forceps. There was a delayed in the procedure while a new endovive standard peg kit push method was obtained. During that time, the patient went into cardiopulmonary arrest due to guillain barre and pulmonary infection. The patient was resuscitated and the new peg was placed. The patient remained hospitalized, following the procedure however, her condition is reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).